Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump experienced a prime issue involving the rewind, load and fill cannula step. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: black box review showed multiple consecutive ¿rewind¿ sequences after suspension on (B)(6) 2013. One loss of prime was observed in the black box records. On testing, the pump powered ¿on¿ and displayed the ¿verify¿ screen per normal operation. The display was noted to be dim and discolored. The pump successfully performed ¿ez-prime¿ steps. The pump was exercised for (B)(4) hours with no ¿loss of prime¿ occurring. The force sensor calibration reading was above specification. The pump cover was removed for investigation and did not reveal any damage, defect or contamination of the force sensor assembly. The force sensor resistance reading was within specifications. Investigation confirmed loss of prime in the black box data but was unable to duplicate the complaint during investigation.